Event description:
The complainant had an impella 5.5 placed in a st-segment elevation myocardial infarction patient with ventricular tachycardia/ventricular fibrillation and prior placed extracorporeal membrane oxygenation. The pump was placed but after three days, the pump came out of position and was alarming for being in the aorta. The pump was removed and replaced. The patient remained stable and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was most likely use related per clinical that the patient underwent cardiopulmonary resuscitation intervention leading to the pump becoming mispositioned.